Manufacturer narrative:
The customer has not responded back in attempt to repair this unit. The unit has not been repaired.

Event description:
It was reported by repair work order that the track fell off which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the track fell off which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.